Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article "management of postoperative pancreatic fluid collection and role of endoscopy: a case series and review of the literature", by chiara coluccio, et al. Per the article, a retrospective multicenter study was conducted across 13 italian healthcare facilities (secondary and tertiary endoscopy units) to evaluate the efficacy and safety of endoscopic ultrasound-guided drainage (eus-d) as treatment for postoperative pancreatic fluid collections (pofcs). Among the 47 patients included (38% women and 62% men), 30 received the hot axios stent: 29 via a single-stage electrocautery-enhanced approach and 1 via the needle-plus-guidewire technique. Most of the procedures were performed using a transgastric approach, while in a smaller number of cases a transduodenal approach. The study reported a technical success rate of 98% and a clinical success rate of 96%. Adverse events occurred in 11% of cases (5/47) one of which an axios stent was not used additional information was received given specific information for the remaining 4 axios stents: one patient with a peripancreatic walled-off necrosis (won) measuring 90 x 55 mm underwent drainage due to early satiety. A hot axios stent (20 x 10 mm) was placed using a single-stage, trans gastric approach, and a necrosectomy was performed during the same session. The procedure lasted 31 minutes. Twenty days later, the stent became occluded and was managed by removing it and placing two double-pigtail stents. Please see the referenced article for full details and full listing of physicians and healthcare facilities.

Manufacturer narrative:
Block b3: the exact date of event was not reported. As the article was published on may 15, 2025, the date of january 01, 2025, is used for the estimated date of event. Block d4, h4: the complainant was unable to provide the complaint device lot number. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: chiara coluccio, ilaria tarantino, maria chiara petrone, edoardo forti, stefano francesco crino, alessandro fugazza, roberto di mitri, cecilia binda, davide trama, arnaldo amato, alessandro redaelli, germana de nucci, fabia attili, mario luciano brancaccio, et al. "Management of postoperative pancreatic fluid collection and role of endoscopy: a case series and review of the literature" diagnostics 2025. Https://doi.org/10.3390/diagnostics15101258. Block h6: imdrf impact code f2202 captures the reportable event of endoscopic procedure. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a0106 captures the reportable event of stent occlusion (obstruction within device).